Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. However, the pump was stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery alarm or occlusion test due to the motor error alarms. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that customer received a motor error alarm. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.